Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited two episodes displaying different types of noise. The first episode showed regular amplitude noise on the atrial and ventricular rate/sense channels. This caused inhibition of pacing and the patient received an inappropriate shock. It appeared like possible electromagnetic interference (emi). The second episode displayed noise on the ventricular rate/sense channel only, causing pacing inhibition. The shock was diverted. This appeared to be diaphragmatic stimulation, or a lead issue. The noise has not been able to be recreated.